Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding / menorrhagia') in an adult female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, bleeding intermenstrual, fatigue, back pain, anxiety, vaginal itching, appendectomy, adenomyosis, uterine fibroids and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, infection and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, infection and menorrhagia to be related to essure. The reporter commented: right cornua had 5 of visible coils. Left cornual had 8 of visible coils batch no c95074 ,production date 2014-08-13, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding/menorrhagia') in an adult female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, bleeding intermenstrual, fatigue, back pain, anxiety, vaginal itching, appendectomy, adenomyosis, uterine fibroids and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), infection ("infection") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, infection and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, infection and menorrhagia to be related to essure. The reporter commented: right cornua had 5 of visible coils. Left cornual had 8 of visible coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.